Manufacturer narrative:
Date of event is estimated based on information available. No event date was provided.

Event description:
It was reported that the patient presented to the physician several weeks ago due to device performance issues with his inflatable penile prosthesis (ipp). The physician tried to troubleshoot the pump but it did not work. The ipp cylinders and pump were explanted. It was found that there was fluid loss from the device due "frayed tubing." A new pair of ipp cylinders and pump were implanted. The patient's status was satisfactory following the surgery.